Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo hernia universal 65 instrument. Visual inspection of the instrument noted no damage to the e-piece. During functional testing, the tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was disassembled and it was noted the leaf spring was detached and rolled. Additionally, the spring retainer was broken. A review of the device history record indicates the instrument was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, upon closing the gaps between the intestines, the reloads or fire mechanism cannot fire the clips. They opened a new instrument to complete the case. There was no patient injury.